Event description:
It was reported that the procedure was to treat a lesion in the circumflex with an acute angle. After post-dilatation of a xience v stent, resistance was felt during withdrawal of the trek dilatation catheter with a balance middleweight guide wire and the two devices were removed as one unit. A clinically significant delay in the procedure was not reported and there was no adverse patient effect. The patient was fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported. All products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.